Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn. A leak was observed in the fluid path due to this tear. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the observed cannula damage contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 25.9 mmol/l (266.2 mg/dl) while the pod was worn on the abdomen between 4 and 24 hours. As treatment, a new pod was applied.